Event description:
In 2009, the pt reported that he is experiencing e4 (occlusion) errors while using his current box of infusion sets. He stated that he experienced elevated blood glucose of 300 mg/dl as a result. He attempted to bolus and e4 was displayed. He disconnected from the infusion site and primed without error. He changed the infusion site and tubing and bolused without error. There dose not appear to be any physical damage to the infusion sets. He stated that he does have scar tissue, but he avoids these areas. He stated that he has noticed that he does not have issues when he uses headsets and infusion tubing that are packaged together. When he changes the headset and continues to use the same infusion tubing, the pieces do not seem to click together properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.